Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated the lines appeared to be connected properly. The technical service representative (tsr) explained the alarm and then assisted with troubleshooting. The hp was told to restart with new supplies. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding reported problem. The hp stated they did start over with new supplies, and everything continued fine. The hp stated they did not notice anything particularly unusual with that supplies that could have caused the alarm, but they noticed that the solution was not flowing to well. The hp stated they are not sure if that could cause the alarm or not. They stated they did talk to their nurse regarding the alarm, and they discussed the possibilities but are unsure as well. The hp stated they do not know the lot number to the supplies, nor do they have samples available for evaluation. The hp stated therapy overall is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.